Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The customer was priming the reagents when the leak was identified. The leak was from the right side of the instrument. The volume of the leak was about 30 ml and was not contained within the instrument. The customer was wearing personal protective equipment of gown, gloves and goggles when the leak was identified. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found evidence of a leak near pinch valve (pv49). The fse replaced the tubing through pv49 and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).